Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, the lead dislodged while slitting. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.